Event description:
The complainant reports an underdelivery. The intended delivery amount was to be 500 ml delivered at 100ml/hr. It was reported that the amount of feed left after 6 hrs was approx 250ml.